Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a thin flap in the left eye of a patient during refractive surgery. The procedure was completed on same day. There are multiple related reports for this event. This report addresses the patient (B)(6), left eye and other manufacturer reports will be filed.